Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump had suspended insulin delivery for 15 hours. The customer's blood glucose (bg) was elevated and a correction bolus was delivered to address the bg level. Tandem customer technical support (cts) reviewed the pump's t:connect data and it was found that an auto-off alarm had occurred. Cts reviewed the auto-off feature with the customer and advised that the customer discuss the auto-off with a healthcare provider prior to modifying the auto-off time. The customer acknowledged the information.